Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. In addition to the mre, the expiration date and manufacture dates have been updated in this supplemental report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: the following corrections were made: -the appropriate boxes were not checked in block b1 and block b2 in the initial report submitted to the FDA. - an incorrect response was provided in block h5 in the initial report. - an incorrect catalog number was reported in block d4. - the UDI in block d4 was inadvertently not input into the initial report. On 22-mar-2021, mentor received additional information about the event. The patient is scheduled to undergo explantation on (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture. D6b explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number:(B)(4). - block b1: is adverse event should have been checked in initial report. - block b2: is other serious should have been checked in initial report. - block d4 catalog: 3503001bc. - block d4 UDI: (B)(4). - block h5: labeled for single use? Correct response is yes.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Concomitant products: 325cc mentor memorygel breast implant (catalog number: 3503251bc, serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with 300cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture (baker grade iii). The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.